Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 135cm transend guidewire was used to cross the lesion. However, during the procedure, the coating on the external shaft part of the guidewire peeled off and the wolverine periphral cutting balloon (pcb) became stuck. The wolverine pcb was removed outside the body. The procedure was completed with a new trans-endo guidewire and wolverine balloon. No patient complications were reported.